Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The cause of the patient¿s dislocation reported in this event cannot be conclusively determined; however, it may be due to soft tissue tension, implant positioning, and/or implant selection. However, the failure could not be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Dislocation and subluxation are known risks, as outlined in the IFU. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that approximately 8 months after a right total hip replacement procedure, the patient experienced a right hip dislocation while bending over a garden hose. Post e.r. Doctor's note reports the patient underwent a closed reduction in the e.r. Without complications. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.